Manufacturer narrative:
E1: (B)(6) hospital. The device was returned to the olympus service center for evaluation and the customer's reported issue was not confirmed. The evaluation found the following findings: the adhesive on bending section cover (a-rubber) had scratches and cracks; plastic distal end cover (c-cover) had flaws; image guide had scratches; and light guide tube had flaws. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Olympus could not determine the foreign material was and could not determine the reason why the foreign material remained in the device. The root cause of this event was unable to be identified. According to the methods for procedure in line with the IFU below, we determined the suggested event can be detected / prevented. The instruction manual operation manual ¿cf-xz1200l/I, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿cf-xz1200l/I, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus an error code e225 occurred on the colonovideoscope during pre-use inspection. The user replaced with another similar device and the procedure was completed. Additionally, the user reported when the system was connected the error occurred and if the user plugged it in a few times, the error would go away. There were no reports of patient harm or impact associated with this event. Inspection and testing of the returned device revealed foreign material on the bending section cover, which was attributed to cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.